Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) intermittently lost signal to the ilet and the user toggled between dexcom g6 and g7 and re-entered the pairing code, after which the sensor reconnected and blood glucose values displayed on the ilet. Symptoms did not include any reported adverse clinical symptoms. Outcomes included no alerts or alarms and no need for medical intervention. User support included phone-based troubleshooting and user education. Investigation of this case revealed a temporary communication disruption between the cgm sensor and the ilet that resolved after re-pairing, consistent with intermittent connectivity. It was concluded, based on previously established findings for similar reports, that the cause was user/system interaction resulting in transient signal loss.